Manufacturer narrative:
The patient's previous driveline infection was reported under MFR # 2916596-2019-03609. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline dressing change on (B)(6) 2019 and the nurse noted purulent drainage at the site. The patient endorsed the associated symptoms of weakness, fatigue, increased drainage/pain from the driveline, pain from the neck that radiates to the upper back, loss of appetite, and chills. The patient had a history of driveline infection and presented on this day with brown, thick, green discharge around the driveline area. The patient was to be admitted to see infectious disease and was started on cefepime and vancomycin.